Event description:
It was reported that before using one (1) bd a-line¿, the package of the syringe exhibited an open seal. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.